Manufacturer narrative:
It was indicated the customer repaired the equipment themselves. They replaced the power cords and confirmed that the equipment resumed normal operation. No further details were provided.

Event description:
Philips received a complaint on an intellivue mp5 indicating that the power plug used on the device short circuited and emitted sparks during use. Ntly high. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.